Event description:
It was reported that (1) lcsc5 was used during a laparoscopic bowel procedure. It was reported by the rep that in the middle of the case there were solid tones even after the surgeon tried to clean instrument, used test tip on handpiece and system worked. Used 10mm lcs and finished the case. There was no consequence to the pt.